Manufacturer narrative:
The filer sets were discarded and not available for analysis. The review of the device history record of this lot and the complaint history file has shown that there were no nonconformities and no similar complaints reported on this lot.

Event description:
A critically ill pt was undergoing crrt on a prisma. Due to the pt's medical condition, she was not receiving any type of anticoagulation and, as a result, was clotting the filters frequently. Over the course of 24 hours there were five filter changes and in two cases they did not return the blood to the pt resulting in a blood loss of approximately 214ml. The pt had a drop in her h/h and received one unit of blood. Therapy was discontinued and the pt expired some time later.